Event description:
It was reported that the insulin gauge displayed an amount different than the expected 85 units, showing only 25 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and cts advised them to call back for troubleshooting if the issue reoccurred.